Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device passed testing. A e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a report of "e321 battery charger malfunction." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no add'l info was provided.